Event description:
The reporter indicated that a vns patient, who recently underwent a sleep study, was diagnosed with new onset sleep apnea. The reporter stated that the "patient did not previously have apnea, but since having the vns, now it is an issue." The patient has reportedly been scheduled for another CPAP titration. Good faith attempts for additional information have been unsuccessful to date.